Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test or verify a35 alarm due to motor error alarms.

Event description:
The diabetes educator reported via phone call that the insulin pump had motor error alarm. The blood glucose was unknown. The customer was in the hospital for 3 weeks now because she had a heart attack. The customer able to clear alarm and complete insulin pump rewind. Customer reported that the drive support cap appeared normal. The customer declined to troubleshoot for motion sensor test failure. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.